Event description:
Additional information was received from the company representative. It was reported that the spinal segment of the catheter was replaced. The physician was able to aspirate and flush the pump segment before he connected and was able to aspirate the entire catheter once it was connected. The physician was able to place the catheter up to t9 without a problem. No further information was provided.

Manufacturer narrative:
Concomitant product: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
The health care provider (hcp) reported through a manufacturing representative that there was a catheter issue (which had been confirmed). There were no volume discrepancies at refills. Prior to a catheter dye study, the health care provider (hcp) bolused the patient with intrathecal drug, and there was no response. On (B)(6) 2015, they did a dye study and were unable to aspirate the catheter access port (cap). A catheter revision was scheduled for (B)(6) 2015 at noon. There were no medical symptoms reported. The indication for use was spinal pain. The drug had been changed twice within the last couple of weeks (from (B)(6) 2015), but no other drug information was known. The cause of the issue and outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.